Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim. The customer stated they had noticed filters occluding more. They didn¿t have a specific date or lot number.

Manufacturer narrative:
E1: (B)(6) hospital h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.